Event description:
During investigation a system error 2240 (air in line) alarm, a case of peritonitis was reported. A follow-up call with the home patient's (hp) mother revealed that the system error 2240 alarm occurred during the early morning hours of therapy in 2008. The hp's mother stated the alarm occurred when therapy had already finished and at this time, she realized a supply bag had fallen off the table and had become disconnected. Peritonitis was diagnosed on the same day, during a clinic visit. The hp's nurse has stated that the hp exhibited abdominal pain and had cloudy effluent. The nurse indicated that neither the sample, nor companion samples are available. The nurse also indicated the hp's mother's non-compliance to instructions on proper technique and therapy set-up, for which the pt and his mother have been re-trained, are the cause of the reported peritonitis and did not have to do with any of the baxter products being used. The nurse also stated that the patient's mother had allowed another person without proper training to set up her son's peritoneal dialysis (pd) therapy. The pt was treated with 125 mg/l of both ancef and fortaz for two weeks from the same day start date. During a follow-up call with one of the hp's nurses, she stated that the effluent analysis results were: e . Coil peritonitis, 4,600 white blood cells, cloudy dialysate. A differential was not done; therefore, this is the only info available. The nurse stated that the hp completed the treatment regimen and that follow-up analysis will not be done. The pt is reportedly doing well and has been able to continue with peritoneal dialysis therapy without any further problems. No additional info could be obtained regarding this event. No further pt injury or medical intervention was reported.

Manufacturer narrative:
Neither the actual sample nor companion samples were available for evaluation. In addition, the lot number involved is unknown; therefore, this lack of info precludes a manufacturing batch record review.